Event description:
Information was received from a manufacturer's representative via a patient regarding an external device. The reason for call was caller reported difficulty charging the implantable neurostimulator as the controller will show excellent or good and then stop completely and say "not working". Patient last successfully charged in february. Caller confirmed they performed passive recharge mode today and the antenna locate screen was showing an average around 60-70 with the highest value being 80. During the course of the call, the controller was showing the normal charging screen with controller at 80% and implantable neurostimulator in the red but also displayed "poor recharging quality" and later "recharging needs attention". Patient stated the recharger had been replaced previously and this is the same issue they were having before where the controller charge would go from 100% to 70% but the implanted neurostimulator would not have increased in charge at all. Agent had caller examine the equipment for damage and caller stated the cord looks fine, maybe a little faded. Caller confirmed they can palpate the stimulator but it is difficult to feel. The issue was not resolved through troubleshooting. Agent reviewed that if replacement recharger doesn't resolve the issue, patient should call back but because the implantable neurostimulator was difficult to palpate, it may also be related to the device positioning in the pocket. A request was sent to the repair department to replace the recharging cord.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.